Manufacturer narrative:
Device analysis: the delivery device with the stent on the balloon was received and damage was observed on the stent. The stent struts were bent and had stretched distally on the balloon. The stent had not migrated on the balloon. Visual and microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is unknown.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, moderately calcified, target lesion was located at a bifurcation of the mildly tortuous left anterior descending (lad) and diagonal arteries. The lesion was not predilated. The physician attempted to advance a 3.5x20mm taxus liberte drug eluting stent (des) and an unknown sized "taxus" through an unspecified type of 7f guide catheter but it was a "tight fit" and the devices could not be advanced. The 3.5x20mm taxus was withdrawn and it was noticed that the stent appeared "slightly deployed". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "ok".